Event description:
After completion of a re-vascularization procedure using a sealptfe vascular graft, the surgeon attempted to perform a thrombectomy to remove an occlusion distal to the graft i.e. The graft had been implanted and the surgeon accessed the vasculature by inserting a balloon thrombectomy catheter into the sealptfe prosthesis. A 5f sheath catheter was introduced into the prosthesis in order to re-canalize a short obstruction of the superficial femoral artery. The occlusion was passed by the guidewire and a balloon was introduced in the sheath and pushed down to reach the site of the occlusion. During the procedure, the sealptfe vascular prosthesis split into two which resulted in a sudden hemorrhage and major blood loss. The surgeon indicated on the returned adverse event form that the pt was satisfactory after the vascularization of the leg. Five days after the procedure, the pt suffered a heart attack due to myocardial infarction.